Event description:
Broken lock on controller so changed pt to back-up controller. Pt had red heart alarm despite all connections being intact. Controller would not start in normal operating mode even after attempted reset. Changed to new controller.